Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.1 pocket b4 was failed. A field service engineer identified a failing controller card and, upon further testing, discovered a faulty power strip supplying the helmer and wireless transmitters. Replaced the necessary parts, and staff provided a replacement power strip. Completed all repairs and performed an escort test, confirmed that the device was functioning properly at that time. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 3.1 pocket b4 had a failed row, and one cubie in the same drawer opened intermittently on its own. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.